Manufacturer narrative:
The protection sleeve for recon locking (part #03.010.075, possible lot #037980, 067510 was reported as misaligned. Two devices were returned as it was unknown which device malfunctioned. The returned devices were investigated and this complaint is unconfirmed. A visual inspection under 5x magnification, functional test, and drawing review were performed. Both returned protection sleeves show post manufacturing wear in the form of scratches and wear marks but nothing that would inhibit functionality. A function test revealed that the 2 sets of triple trocar assemblies (03.010.075, 03.010.076 and 03.010.077) assembled as intended and were interchanged and still assembled as intended. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the dhrs. A dimensional inspection was not performed as there is no indication that dimensions contributed to the returned 9+ year old devices reportedly malfunctioning. Protection sleeve drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for two lot numbers: part number: 03.010.075 synthes lot number: 5673943 supplier lot number: (B)(4) release to warehouse date: 24-jan-2008 expiration date: n/a supplier: (B)(4). Mrr was generated for 277 of 278 having undersized hole. During production. All parts were accepted as normal. Corrective action taken was a revised inspection instruction sheet, revise work instruction, and larger gun drills to be used. Review of the device history record(s) showed that there were potential issues during the manufacture of the product that would contribute to this complaint condition. The relevance of the nonconformance to the complaint condition will be determined when the product is returned for investigation. DHR review part number: 03.010.075 synthes lot number: 5757452 supplier lot number: (B)(4) release to warehouse date: 18-apr-2008 expiration date: n/a supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that multiple instruments malfunctioned during a lateral entry femoral nailing to repair a midshaft femur fracture due to a motor vehicle accident on (B)(6) 2017. After the surgeon inserted the nail, he inserted the three-part trocar assembly, he then checked to make sure it was being targeted correctly. When he went to insert the guide wire, it kept hitting the nail and was misaligned. The misalignment issue only happened with one guide wire and first set of the three-part trocar assembly. Later in the procedure, he attempted to take the nail out, but the hammer kept getting jammed and wouldn¿t rock back and forth on the hammer guide, he struggled to get the nail out. Then, as the depth gauge was being used to measure the length of the recon screws; the surgeon tried three times and the measurement was inaccurate, it was 10mm longer than needed. There was a reported surgical delay of 10 minutes to take the nail out and reposition it. No additional x-rays or other medical intervention required. The procedure was completed successfully with the patient in stable condition. This complaint involves nine (5) devices. Concomitant devices reported: hammer guide (part# unknown, lot# unknown, quantity 1), nail (part# unknown, lot# unknown, quantity 1), extraction screw (part# unknown, lot# unknown, quantity 1). This report is 4 of 5 for (B)(4).